Manufacturer narrative:
The original complaint was not confirmed because the lens was not returned in the condition described in the complaint. One haptic was bent-gusset area due to the position in which it was returned. The device had damage that indicates there was an attempt to deliver a lens. Customer indicated the use of provisc; however, provisc is not an approved viscoelastic per the dfu. Product history records were reviewed and all documents indicate product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 08/02/2007 by fax and mail. A completed questionnaire was received 08/08/2007.

Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the leading haptic unfolded vertically and horizontally, causing a posterior capsule tear. The surgeon reports pt outcome as "good."